Event description:
It was further reported that the above normal ventricular assist device (vad) power consumption occurred during the pre-implant wet test. Additionally, during the wet test and while connected to the driveline extension cable, the vad exhibited multiple electrical faults and a vad stop that did not resolve by using a different controller. The driveline extension cable was exchanged and the vad was replaced and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the reported eve nt occurred during the pre-implant wet test. Additional products: d1: heartware ventricular assist system ¿ driveline extension cable d4: model #: 100 / catalog #: 100 / expiration date: unk / serial #: (B)(6) UDI #: asku d10: no h4: mfg date: unk h5: no h6: patient code(s): c50675 h6: device code(s): c63007 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction supplemental is being send to indicate that the information send on the prior supplemental regulatory report (report #: 3007042319-2020-05920) regarding high watt and vad stop does not pertain to this record and was reported in error. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (hw36585) and the driveline extension cable (lot d000099) were returned for evaluation. Review of hw36585's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the log files associated with con402942 revealed three (3) electrical faults alarms logged on (B)(6) 2020 which were due to the front stator not being connected, resulting in the pump running on a single stator. After the electrical fault alarms cleared, five (5) low flow alarms were logged on (B)(6) 2020. Review of the log files revealed power consumption above normal operating range on (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. Log file analysis did not reveal any vad stopped alarms logged within the analyzed period. Controller log files associated with the backup controller were not available for analysis. As a result, the reported electrical fault alarms and high power events were confirmed. However, the reported vad stop event could not be confirmed. Analysis of the returned devices revealed that the pump and driveline extension cable passed functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged during testing. Visual inspection of the driveline extension cable revealed foreign material within both of the extension cable's connectors. Further analysis using fourier transform infrared spectroscopy (ftir) microscope revealed that the contamination found on one socket of the female connector was consistent with cellulose; several other materials were identified in the sockets of the female connector that were organic in nature. Analysis using ftir microscope also revealed contamination on several of the pins of the driveline extension cable's male connector which were consistent with an epoxy resin; this material likely originated from the pump's driveline cable and migrated to the driveline extension connector pins during use of the device. Visual inspection of the pump¿s driveline cable also revealed contamination within several sockets of the driveline connector. Further analysis using ftir microscope revealed that the contamination found on one of the sockets of the front phase was consistent with organic material; the remaining material samples were too small/thin to analyze. The reported increase in power event and observed low flow event could not be confirmed via functional testing but were replicated through supplemental testing performed with air inside the returned pump. Considering that the returned pump met pre-implant power average consumption requirements, the reported increased power and observed low flow events can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. Based on historical review of similar events, the most probable root cause of the observed low flows and reported increase in power event may be attributed to insufficient de-airing during the pump pre-implant test. Based on the investigation conducted, a possible root cause of the reported electrical fault alarm event can be attributed to the contamination observed in the driveline and driveline extension ca ble connectors. Based on the available information, handling of the device may have contributed to the contamination of the driveline extension cable¿s female connector. CAPA pr00511114 is investigating issues related to non-biological contamination, including epoxy resin, within the driveline connector leading to electrical faults. CAPA pr00375742 was initiated to evaluate issues related to d riveline connector contamination leading to electrical faults; based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Additional products: d4: serial or lot#: d000099 d9: yes, return date: 27-jan-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): cxx h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the patient demographics and implant date of the vad, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power above the normal range. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and corrections. G2 report source corrected from foreign, distributor to foreign, health professional, distributor/importer. H10 additional product d4 expiration date corrected from unk to 31-oct-2020 and UDI # corrected from asku to (B)(4). H4 device manufacture date corrected from unk to 14-oct-2019. Product event summary: the ventricular assist device (vad) and driveline extension cable were not returned for evaluation. Log files revealed three electrical faults alarms logged on (B)(6) 2020. The electrical faults were caused by the front stator not being connected, resulting in the vad running on a single stator. After the electrical faults cleared, five low flow alarms were logged on (B)(6) 2020. Review of the log files revealed power consumption above normal operating range on (B)(6) 2020; however, no high watt alarms were logged within the analyzed period. No vad stopped alarms were logged within the analyzed period. Log files associated with the backup controller were not available for analysis. As a result, the reported electrical fault alarms and high power events were confirmed. However, the reported vad stop event could not be confirmed. Based on the available information, a possible root cause of the reported electrical fault alarms can be attributed, but not limited, to an improper connection of the driveline extension cable to the controller, an improper connection of the driveline extension cable to the driveline, or contamination in the connector(s). Based on historical review of similar events, the most probable root cause of the low flows and increase in power may be attri buted to insufficient de-airing during the pump pre-implant test. Additional products: d4: model #: 100, catalog #: 100, expiration date: 31-oct-2020, lot #: d000099, UDI #: (B)(4). H3: yes. H4: mfg date: 14-oct-2019. H6: patient ime code(s): e2403. H6: imf code(s): f26. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d15. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental correction report is being submitted for update in the event description and device code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited high watt and there was a vad stop.